Event description:
On 12/07/2023, it was reported by a sales representative via sems-06425314 that an ar-9545-t15-01 driver is twisted. This was discovered during use in a case with no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. Upon visual inspection, it was noted that the drive geometry at the distal tip of the returned driver shaft, t-15, short, had twisted, deformed. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage. Device was manufactured in 2019. Functional testing was not performed due to the damaged distal tip of the device.